Event description:
Healthcare professional reports end user was injured on right thumb from piece of glass when activating the direct check quality control. End user was not using the protective sleeve at the time of the incident. Standard first aid was administered. No report of serious injury.

Manufacturer narrative:
This MDR submitted (B)(4) 2012. (B)(4). Method - actual device not evaluated. A CAPA was completed for directcheck starting with lots manufactured in (B)(4) 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directchek assembly. No product returned. Result - no results available since no eval performed. Conclusion - human factors issue. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.